Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reporter's complaint that the ((B)(4)) small battery drive has low power could not be confirmed. The unit was tested and passed all manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, it was reported that the small battery drive was not providing enough power and stalls. The event occured intra operatively .device will be returned to anspach for repair. No report of animal harm or procedural delay. No human patient involvement .no further information was provided. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Correction: the manufacture date of this item is 4-nov-2010. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case so no patient information will be provided. Device is marketed for human use. Device is used for treatment and not diagnosis. Subject device has been received, evaluated and it was found that low power could not be confirmed. The unit was tested and passed all manufacturing specifications. Device is an instrument and is not implanted/explanted. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: data correction - synthes lot # updated to lot# 004273. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.